Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. Both p and r-wave trend data is invalid likely due to device measuring a p or r-wave of 0 mv. Translated device file has more data available for weekly trend data.

Event description:
It was reported that the p waves on the right atrial (ra) lead were low. This resulted in no p and r wave amplitude trend data showing in the interrogation report. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.